Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the module assembly and calibration. System was safety tested to factory's specifications.

Event description:
Customer reported an issue with an anestar anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.